Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 1/31/2020. D4: batch # t5d26h. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Investigation summary: three photos received. Upon visual inspection of three photos, the following was observed: the first and second photos show tissue and some staples unformed could be observed in the tissue. The third photo shows tissue and one malformed staple between the jaws of a surgical instrument. Based on the photo reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What color cartridge was used? Was the device difficult to close? Was the device difficult to fire? Where along the 60mm staple line were the malformed staples? How long after the procedure was the leak identified? Where on the lung was the firing? Please confirm if post-op issue was air leak or chest tube bleeding. Was the patient¿s hospital stay prolonged due to issue with device? What is the current patient status?

Event description:
It was reported that during the thoracoscopic left upper lobectomy surgery, when severing pulmonary lobe tissue, after fired, noted some staples malformed with straight leg as the photos show. The anastomotic site was bleeding. Changed the new one to re-anastomose and used suture to oversew. The surgery delayed about 30 minutes. After surgery, observed the patient is with leakage issue.